Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment the programmer was unable to interrogate and had a telemetry failure. The radiofrequency head connector was loose, it was replaced. The link electronic module (lem) printed circuit board (pcb) was calibrated also .the stylus tip was loose and was found to "pull off", it was also found to be intermittent. The stylus was replaced. The overlay was calibrated. The display hinges were replaced. The retainer clip was found to be broken, it was replaced. The hard drive was reconfigured, reloaded and it's software updated. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer returned into service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.